Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified the patient's scs system generator was replaced and the reported issue resolved.

Event description:
It was reported the patient's scs system implantable pulse generator no longer communicates with the controller. Reportedly, when the patient attempts to connect to the device with the controller displays "replace generator, the generator has reached end of service" message. Surgical intervention to replace the patient's ipg may take place at a later date.